Event description:
It was reported that during an implant procedure, a significant noise was noted during pacing system analyzer (psa) testing. Troubleshooting was performed but noise was still noted with apparent sensing issues. The lead was replaced. There were no adverse health consequences to the patient.